Manufacturer narrative:
(B)(4). Date sent: 4/14/2017. Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon rectum procedure, the pad detached from the device and fell down into the patient. The surgeon retrieved the piece. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.